Manufacturer narrative:
.

Event description:
The patient reported that they wanted to have their device checked to see if it was still working. It was indicated that they had a great deal of pain around the implantable neurostimulator (ins) for about 6-8 months, and were experiencing nausea. It was unknown when the nausea began. They stated that the pain was not constant, and they don't wear pants or anything that covers the ins. The patient mentioned that the ins has moved around quite a bit. It was noted that their nausea had become worse, and they had become immune to nausea medication. They spend 3-4 days in bed sometimes due to nausea. They stated that they have had gastric paresis for 20 years. There were no further complications that have been reported as a result of this event. The indication for use was gastric stimulation.